Event description:
The rep met with the patient in clinic with the physician. The patient was interrogated and everything was ok. Impedance, output and battery were all good. The physician determined the cause of the events was due to the cardioversion procedure affecting the device. No other relevant information has been received to date.

Event description:
It was reported that the day following a cardioversion, patient perceived the device to be continuously stimulating and is painful. The patients heartrate reportedly dropped into the 50's and is reportedly in critical condition. Further information was received indicating that the patient was admitted to the hospital due to heart issues which prompted the cardioversion. This initial hospital admission and heart issue are reportedly believed to not be related to vns. The neurologist visited the patient and programmed the device off because the patient was defibrillated. A historical data review was initiated previously to investigate reports of intolerability of vns stimulation following cardioversion procedures. The investigation was performed to gain a better understanding of the potential effect of cardioversion on a patient implanted with vns. As a result of the study that was conducted as part of the investigation and the investigation conclusion, it was concluded that the nerve experiences temporary sensitivity or damage from the cardioversion procedure, leading to stimulation-related adverse events. The nerve experiences temporary sensitivity leading to stimulation-related adverse events. The stimulation intolerability issues could be resolved by lowering the stimulation, and slowly ramping the settings back up. Labeling recommendations and guidance is in place to prevent future occurrences. At this time it is unknown if the labeling recommendations were followed when the patient received cardioversion. Device history records were reviewed. The product passed all functional and quality specifications prior to distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The neurologist has reported that the device was disabled for patient comfort only, not to preclude serious injury and that the patient is referred for a battery replacement. Settings and diagnostics were requested but not provided as the neurologist indicated that the device was disabled. The cause of the bradycardia is unknown and he recommends contacting the surgeon. Further information was received from the neurosurgeon indicating that the cause of the bradycardia was due to the cardioversion procedure. The cause of the device overstimulation of tissue and discomfort resulting from the cardioversion procedure are not established as system diagnostics are needed to confirm no device malfunction has occurred. These events are known inherent risks of the device and clearly discussed in labeling. However, to date it is unknown if labeling precautions were followed during the cardioversion procedure. No known surgical intervention has occurred to date. No other relevant information has been received to date.